Event description:
A male pt contacted lifecor customer support to report that when either battery pack was placed into the battery charger, the "battery fault" led would illuminate. Support sent the pt replacement battery pack and battery charger.

Manufacturer narrative:
Device manufacture dates: battery charger. Battery pack - 2006. Battery pack - 2006. Device eval summary: device evals of battery charger and both battery packs have been completed. The reported problem was confirmed. The cause of the battery packs not being fully charged was a blown fuse f2 within the battery charger. The fuse was replaced and the charger passed all functional tests. The root cause of the blown fuse cannot be positively identified. There was no obvious sign of liquid ingress or of a foreign object that might have shorted the charger connector contacts. This unit was repaired, retested and restocked. Both battery packs passed all functional tests. They were restocked. No adverse event resulted from the damaged charger. The pt received a replacement charger and two battery packs.